Event description:
I use the tandem pump and the dexcom g6 sensor. The tandem pump uses basal iq which relies upon the accuracy of the dexcom sensor. I am 34 weeks pregnant. At 9 am this morning, the dexcom sensor read 86. At 11:30, it read 160. However, when I pricked my finger, my blood sugar was 245 and I had moderate ketones. This is not the first time I have recognized a radical inaccuracy of my dexcom sensor (I had a similar event earlier in my pregnancy in september). I am concerned that the sensor is not accurate and compromises my diabetes care. Had I not pricked my finger, I would have been at risk of dka. Additionally, these moderate ketones compromise the health of my baby.